Event description:
On (B)(6) 2011, the patient was injected with a 1.5cc radiesse syringe (1/2 syringe to each nlf) and there was no problem. On saturday, (B)(6) 2011 this patient was injected with a 1.5cc radiesse syringe (1/2 syringe to each nlf) and 2 days post injection he was sore. He called the physician on tuesday, (B)(6) 2011 and told her he had pustules that had started on monday. On (B)(6) 2011, the patient's wife told the physician over the phone that the patient also had bumps inside (his mouth). Per the physician, the bumps on the inside were not there on (B)(6) 2011 when she saw the patient. There is purple on the left nlf and at the corner of the nose there is a little bit of a bruise. The pustules are tender. There is no abscess. The physician started the patient on augmentin and told the patient to use warm compresses.

Manufacturer narrative:
(B)(4). Dr. (B)(6) spoke to dr. (B)(6), a (B)(6) contracted physician regarding this patient. Dr. (B)(6) assessed that this problem appears to be vascular except for the latter onset of symptoms. Dr. (B)(6) advised dr. (B)(6) to continue the patient on antibiotics and culturing the pustules if no improvement. He also suggested adding valtrex to be on the safe side & to have the patient apply aquaphor ointment and wash the area with running water 3 times a day. The device history records were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.